Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: extension. Product ID: 3389s-40, lot# va0mn2e, implanted: (B)(6) 2014, product type: lead. Product ID: 3389s-40, lot# va0mn2e, implanted: (B)(6) 2014, product type: lead. (B)(4)

Event description:
A manufacturing representative reported that the patient's extension wires were explanted on (B)(6) 2015 due to infections at the extensions wires. The implantable neurostimulator (ins) and leads remained implanted. Following the patient's infection clearing up the surgeon would re-implant the extension wires. The patient's indication for use is parkinson's dual and movement disorders. Further follow-up is being conducted to obtain information about diagnostics and outcome. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: extension. Product ID 3389s-40, lot# va0mn2e, implanted: (B)(6) 2014, product type: lead. Product ID 3389s-40, lot# va0mn2e, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer reporting that the patient had the stimulator and extensions removed, but the leads are still implanted. The patient had a major staph infection and they never placed the devices back in. The caller was calling for MRI eligibility.